Event description:
It was reported that during a nephrectomy procedure, on the first firing with a white cartridge on the renal artery vein complex, two devices did not work properly. Per the surgeon, both devices did not sound or feel right when fired. Once fired, the staples were not formed correctly. There was bleeding that was controlled by using an ats35 device. The devices did return to the original position after firing. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The final quality release criteria were met before this batch was released for distribution.